Manufacturer narrative:
A company rep evaluated the panoramic central station; replaced hard drives and reloaded software, and verified all telemetry units and peripheral accessories communicating.

Event description:
An issue occurred with the panoramic central station which may have affected telemetry monitoring. No injury was reported.